Event description:
"Caller alleged discrepant results compared with doctors meter. Results as follows:" date: (B) (6) 2009, inratio: 4.9, doctor's meter: 3.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 4.9, ref: 3.7, mean: 4.30, confidence limits: 2.4-6.1. Per event details, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. If the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, product is not expected to return. No further investigation will be required. As of 10/22/2009, 5 discrepant result complaints were reported for lot #214531 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.